Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) analyzed the presenting electrogram (egm) and found that it had produced similar results for several years. It was also found that the ra capture threshold was high being set at 4.5v. The ra lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD remains in service.